Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient was unable to get their stimulator to work, which was clarified to mean they were getting poor communication when trying to start a recharge session. They were seeing the reposition antenna screen. The patient confirmed that they had not charged in over a month. They were redirected to their doctor to determine if the ins was in overdischarge. No symptoms were reported at that time. Additional information was received on august 30, 2018. It was reported that the patient's ins had stopped working around (B)(6) 2017 and they had a loss of stimulation. It was not reported if the loss of stimulation was sudden or gradual. It was reported that the patient had not charged the ins for 8 months; and noted that they had knee surgery and were still recovering from it. The patient had also tried having their device checked but the doctor kept cancelling their appointments. A manufacturer representative (rep) was contacted and informed about the ins not working and the need to have it checked. The rep responded stating they would contact the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative. It was reported that the patient had been contacted by foundation care to obtain another recharger. The patient was dismayed by the paperwork and the potential costs. The patient recently found their recharger. The patient had made four attempts to schedule an appointment to be seen. The patient had cancelled all the appointments. On (B)(6) the patient was finally able to dedicate the time involved for a por attempt. The clock was set three times, but was unsuccessful in recovering the battery. The patient did not want to try again. The patient stated that they wanted to make an appointment with their surgeon to schedule a battery change to a non-rechargeable device.